Event description:
The following info was reported by the customer's attorney: lawsuit states the customer claims serious permanent brain damage as a result of prolonged hypoglycemia allegedly due to over infusion of insulin related to her infusion pump and/or infusion set. No other info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.